Manufacturer narrative:
(B)(4). Batch # n91z1v. The analysis results found that the harh23 device was returned inside its original package. The package and the device were visually inspected and the foreign matter was confirmed to be flash from the tissue pad. It was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek, the cut was noted to be from the outside in. During manufacturing/testing in some cases component friction can result in small shavings ejecting from the device after packaging during transit. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that before an unknown procedure, a foreign substance like a white spot was on the active blade. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.